Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable plug was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's interconnect cable guide wire pins were damaged and the interconnecting cable could not be connected. No pt injury was reported.